Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited out of range right ventricular (rv) lead pace impedance measurements greater than 2,000 ohms when the rv lead was connected to the pacemaker. The lead measurements were within normal limits when tested through the pacing system analyzer (psa). Post implant loss of capture was observed and the impedances continued to be out of range. The patient had an underlying rhythm of 35 beats per minute. No adverse patient effects were reported. The patient was later evaluated and it was reported that the impedances came down to around 1,600 ohms. The device outputs were increased and pace safe was programmed on. No further complications were reported.